Event description:
It was reported that during an lar procedure that an error noise sounded and could not activate. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.